Event description:
When operation room staff opened the package, they found a foreign body like hair. Surgeon used spare.

Manufacturer narrative:
Once the investigation has been completed, any additional information will be reported in a supplemental report.

Manufacturer narrative:
The returned device matched the report and the reported event (¿¿found foreign body like hair¿¿) was not confirmed. Review of the DHR revealed no discrepancies, in particular in the packaging process. The item returned was documented as faultless prior to distribution. The reported event could not be reproduced as the packaging was received in opened condition (broken sealing). Thus, pollution in original condition could not be verified. Upon receipt of the device the reported hair was found at the rim of the blister on the stress whitening. It was not sticking to the stress whitening. If the hair had been sticking at the area of the originally sealed rim, it should have been noticed prior to opening as it is visible through the clear blister. Due to adhesive power of the glued / sealed connection of tyvek - blister a white colored area remains on the blister rim, when the tyvek® lid is torn off. This white area is called crazing resp. Stress whitening. A consistent white and not interrupted surface indicates that no sealed-in foreign material (in this case a hair) at the sealed area of the blister rim was present. Further, upon receipt of the device, the setscrew was not in intended cavity inside the first foam block anymore. Thus, it could be assumed that the implant had been moved. Furthermore, not enough information is available to confirm the reported case (like a photo of the unopened package). It could not be excluded that the pollution occurred at the user site. Based on the above observations the root cause could not be determined. No non-conformity was identified.

Event description:
When operation room staff opened the package, they found a foreign body like hair. Surgeon used spare.